Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The complaint is confirmed. The device was returned for investigation. Visual evaluation of the screw showed that the 73-2418 screw was returned fractured near the start of the bone threads, just below the locking threads. Functional testing was not conducted on the screw because the screw was fractured. The DHR could not be reviewed due to the lot number being unknown. There are no indications of manufacturing defects. For this part (73-2418) and the previous one year (from the notification date) regarding the fracturing of this screw, there is a complaint rate of 0.01% which is no greater than the occurrence listed in the application fmea. The most likely underlying cause of the complaint is that the screw experienced excessive force during an insertion attempt, beyond what it is designed to encounter. Over torqueing the screw or attempting to insert the screw into a patient with high bone density may have also contributed to the failures. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following fields were updated: b4 date of this report b5 describe event or problem d10 device availability g4 date received by manufacturer g7 type of report h2 follow up type h3 device evaluated by manufacturer h6 method code h6 results code h6 conclusions code h10 additional narratives/data

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The user facility is foreign; therefore, a facility medwatch report will not be available. Foreign report source: (B)(6).

Event description:
It was reported the screw fractured during implantation. The screw was partially inserted with a power driver, and then the screw fractured when being tightened with a manual driver. The fractured piece of screw was left buried in the bone. No additional patient consequences have been reported.